Event description:
Per the clinic, the patient was treated with oral antibiotics for 1 week (specific date not reported).

Event description:
Per the clinic, the recipient experienced an infection (cellulitis) at the implant site. Additional information has been requested but has not been made available as of the date of this report.